Manufacturer narrative:
Date of event approximated to the first day of the month of the aware date.

Event description:
It was reported that there was a thrombus on the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and watchman laa closure device & delivery system (wds) were used. The procedure was completed with successful deployment of the closure device. There were no patient complications. At the 1 year follow up a transthoracic echocardiogram (tee) was performed. It was noticed that there was a thrombus on the device. The patient will be kept on eliquis for 6 months and another tee will be performed. The patient was stable following this event and was discharged from the hospital.